Manufacturer narrative:
(B)(4).

Event description:
It was reported that the issue occurred during use on the patient. "Unable to refill (2)" occurred causing the pump to stop working. However, the user thought it was a temporary failure so the user re-started the pump and the therapy was continued. After a while, the same alarm recurred and the pump stopped again. (According to the report, the user heard a slush sound from the pump when it stopped). The medical engineer in the hospital checked the remaining helium level. The condition of the inserted catheter (balloon kinked or not), and so on however; no problem was found regarding this alarm or pumping stop. As a result of this issue, the intra-aortic balloon pump (iabp) was removed and the therapy was continued without the iabp. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "unable to refill alarm" is not confirmed. The field service technician checked the pump and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the issue occurred during use on the patient. "Unable to refill (2)" occurred causing the pump to stop working. However, the user thought it was a temporary failure so the user re-started the pump and the therapy was continued. After a while, the same alarm recurred and the pump stopped again. (According to the report, the user heard a slush sound from the pump when it stopped). The medical engineer in the hospital checked the remaining helium level. The condition of the inserted catheter (balloon kinked or not), and so on however; no problem was found regarding this alarm or pumping stop. As a result of this issue, the intra-aortic balloon pump (iabp) was removed and the therapy was continued without the iabp. There was no patient death, serious injury or patient complication reported.